Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. Customer's blood glucose level was 400 mg/dl. The customer treated their blood glucose level with the insulin. The customer declined to troubleshoot for high blood glucose. The device was not returned.